Event description:
The customer reported that the drager monitor showed a temp of 36,300 degrees celsius. However, touching the pt gave the impression that the pt had a higher temp. Therefore the sensor was exchanged by a new sensor, which immediately showed 40 degrees celsius. Both temp sensors were placed in the rectum. The head of the dept does not know if the nurse did reinsure if the first sensor was indeed placed deep enough in the rectum. This phenomenon was now experienced for the first time in this dept. User does not know if the monitor gives an alarm when the sensor gets this defect and will pay attention to it in the future. As the sensors were discarded, no samples are available for testing. The pt developed low hyperthermia. The pt was treated with anti-biotics and was discharged from hosp.

Manufacturer narrative:
The device manufacture date is unk as the lot number is unk.